Event description:
It was reported that the patient thought something was wrong with the infusion set that insulin was not absorbed and experienced high blood glucose event which was treated by pump insulin on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.